Event description:
It was reported by the customer site that the elite iq was firing without operator touching the handpiece or pressing on the footpedal. No patient injury was reported. Field service engineer (fse) arrived at the site and restarted the device. The device restarted and relayed a message for the operator to release the foot pedal. The operator was not touching the foot pedal, but message still appeared. To resolve the issue, fse replaced the electrical fiber cable. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.